Event description:
It was reported that the patient underwent a revision surgery using the blueprint planning feature due to positioning/alignment of the baseplate during the primary procedure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.